Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic for a backup battery (ebb) fault. The screen showed "replace backup battery" with the battery showing 23 months. The alarm was not resolved with the self-test. The ebb was reseated and exchanged but the alarms persisted. The initial ebb was returned to the system controller which resolved the alarms. The event log files captured an ebb fault alarm at 5:40pm on (B)(6) 2024. A system controller exchange was later performed. No alarms returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the controller underwent functional testing and did not pass in the connector continuity check where the black and white controller cables experienced slightly higher than typical resistance values. The reported event of replace backup battery alarms was confirmed via log file analysis. A review of reported event date 20april2024 from the submitted controller event log file revealed backup battery fault alarms activated due to the load test not passing started on beginning at 17:44:51 and remaining active for the remainder of the reported event date. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The backup battery fault alarms did not affect pump operation. The heartmate 3 system controller (serial: (B)(6) was returned for analysis. The controller underwent preliminary and functional testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and the reported event was not reproduced. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue of a backup battery fault due to the backup battery not passing the load test further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that he patient's international normalized ratio (inr) was 1.4 at the time of the backup battery faults, which was too low for a system controller exchange. The patient's inr was increased to 2.9 so the system controller could be exchanged. The patient tolerated the exchange well.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.